Event description:
It was reported that the tubing of the patient line of a homechoice cassette leaked. This occurred during peritoneal dialysis therapy. The patient stated that they observed a leak in the patient line approximately two inches from the connector. The patient reported receiving antibiotics prophylactically for the leak. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.